Event description:
The customer reported (2) two false positive results with the binaxnow¿ covid-19 antigen card performed on a nasal sample swab. The customer reported that the first (2) two test cards out of this kit were false positive. The customer states that the rest of these test kits were pulled off the testing and had been discarded. The customer states that they have used test kits from the same lot number without problems. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 135904 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lot 135904 and test base part number 195-430h/lot 133518. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 135904 showed that the complaint rate is 0.0007%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.